Event description:
It was reported that pre-op, the doctor took blade out and tried to turn it a few times, but it broke during the testing. Another blade was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found the broken device and an envelope were returned in a resealable plastic bag. There were no traces of cont amination observed on the broken device. The inner shaft was broken 1.02 inches from the distal end of the inner hub to the broken point. There were traces of striations observed on the broken shaft. It was also observed that the outer tube was bent near the distal end of the outer hub. The device failed functional testing due to defective/damaged condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as the blade was being used at 5000 rpm.